Event description:
The customer reported a problem merging cbct into mosaiq.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a problem merging cbct into mosaiq. The customer replanned a new reference CT with a revised isocenter for a patient scheduled to be treated on two versa machines (versa 1 and versa 2). However, the updated isocenter was not applied on versa 2. As a result, the original isocenter was used for imaging and treatment on versa 2. On july 16, 17, 18, and 21, 2025, treatments on versa 1 used the new isocenter: x = 2.63; y = -24.24; z = -5.06. On (B)(6) 2025, treatments on versa 2 used the old isocenter: x = 2.24; y = -24.13; z = 1.60. The customer received warning messages regarding the discrepancy but proceeded with treatment. Consequently, the patient was treated using an incorrect setup on these dates. A reference setup image was not updated on versa 2, resulting in a setup mismatch on 10 treatment days. The exact dosimetric error cannot be reconstructed from available data but is estimated to range from several millimeters up to 5-6 cm. The customer reported no expected clinical consequences for the patient. Based on the information that was provided, mosaiq is working as intended. The actual mistreatment was due to use error and elekta physics assessed this as a non-serious radiation underdose.